Event description:
The customer reported that the insulation of the hook was damaged on a hf-electrode, hook, 5 x 330 mm. The event occurred during preparation for use. The therapeutic procedure (laparoscopic cholecystectomy) was completed with a similar device. There was no patient harm associated with the event.

Manufacturer narrative:
The device was not returned for evaluation. The device was evaluated and repaired onsite at local service center (third party distirbutor). A review of the device history record confirmed the device had no non-conformities or deviations regarding the event. It has been twelve years since the subject device was manufactured. Based on the results of the investigation, the likely cause of the event is improper handling of the customer during reprocessing or use (e.g., impact, drop, fall). Olympus will continue to monitor the field performance of this device. Supplemental report(s) will be submitted should any relevant new information is available and or received.